Event description:
It was reported that this left ventricular (lv) lead exhibited low pacing percentages. Technical services (ts) was consulted and discussed stored data, with oversensing noted, which resulted in pacing inhibition. The device sensing settings will be adjusted. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).